Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360 coronary orbital atherectomy system instructions for user manual states that a no reflow phenomenon and arrhythmia are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
This was a high-risk procedure. The patient had chest pain prior to the procedure and then throughout the procedure. The target treatment area was the diagonal branch and the proximal left anterior descending artery (lad). The diagonal branch was a 2.5mm, 40mm in length, 70% stenosed, heavily calcified, and moderately tortuous. The diamondback 360 coronary orbital atherectomy device (oad) was spun 7 times antegrade and 2 times retrograde, and no flow was observed in the diagonal. The oad was spun 2 more times and flow was restored. The patient experienced chest pain from the beginning of the procedure. Medication of fentanyl was administered. An attempt was made to advance a microcatheter to perform a wire exchange, but the microcatheter could not cross the proximal lad. The oad was used for treatment in the proximal lad and spun 3 times antegrade and 2 times retrograde. No flow was observed. The microcatheter successfully crossed the lesion and a wire exchange was performed for a non-abbott guide wire, however flow was not restored. Stents were placed and deployed, but flow was not restored. Medication of adenosine was administered but did not resolve the no flow issue. Intravascular ultrasound (ivus) was performed and there were no signs of calcium obstruction, and the activated clotting time was always over 250 seconds during the whole procedure, so there was no risk of thrombus. The procedure was completed. The patient was treated for pain and an arrhythmia was observed. The patient had preexisting pain but also experienced pain due to the introduction of the guide catheter and throughout the procedure. The patient was sent to ICU to be monitored. The physician's opinion was the device functioned as intended and there were no allegations against the oad. The patient's anatomy was a factor and a no reflow with severe calcium disease was possible. When the patient was discharged the following day, (B)(6) 2024, their electrocardiogram (ECG) had returned to normal.